Event description:
Pt had surgery on 7/20/1998 for a right breast mastopexy reduction and the removal of filler port from the left breast tissue expander (implanted 1/23/1998). The physician removed two stitches that were holding the filler port so that it could be easily separated from the implant. While trying to remove the filler port the physician noted that it snapped. This required the physician to enter the left breast and remove the implant. The filler port was then removed from the implant. The implant was cleaned, filled, and then returned to the breast pocket. It was noted at that time the implant was leaking around the self-seal valve and had to be replaced. There was no harm noted to the pt.